Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient with an implantable infusion pump receiving dilaudid, bupivacaine and loiseral with a concentration of 7 mg/ml, 7 mg/ml150 mcg/ml and dose of 4.9071 mg/day, 4.9071 mg/day, and 105.15 mcg/day respectively. It was mentioned that the patient was scheduled to have full system replacement pump and catheter. The old catheter was removed and new one placed, the healthcare provider (hcp) moved over to pump pocket, when opened hcp stated it looked infected. All catheters explanted along with pump because of infection. Hcp sent cultures to lab. The issue was resolved at the time of report. The patient status at time of report was alive no injury.